Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was undersensing. The lead was reprogrammed to overdrive pace the patient's underlying rhythm to mitigate the issue of undersensing in bipolar. The rv lead remains in use. No patient complications have been reported as a result of this event.